Manufacturer narrative:
(B)(4). Investigation summary: vone empty opened box, an empty opened foil, and seven packets of product code j556g were returned for analysis with the packaging closed. Upon initial inspection, to the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a bilateral medical rectus plications procedure on (B)(6) 2021 and suture was used. The suture string broke in half while suturing in the eye. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested